Event description:
It was reported that the physician had a lot of blood backflow and catheter seemed to kink easily.

Manufacturer narrative:
The stylet assembly was not connected to the device and it was clean with no kinks or blood in the contamination guard. There was a stopcock connected where the stylet assembly should go, this is not a stopcock that goes with this device.the device contamination guard was cut off of the device to be able to see the entire device shaft. The device was visually inspected and it is verified that there are four sharp kinks in the device shaft and a kink in the bellows. Functionally water was introduced through all of the device lumens and the water flows from where it should. There are no other defects detected with this device. These devices are visually and functionally tested 100% prior to packaging and this condition was not present during that time.